Event description:
It was reported, that "the cuff developed a leak after the 5th night." The involved device has been returned and forwarded to the qaulity analytical lab for analysis and investigation.

Event description:
It was reported, that "the cuff developed a leak after the 5th night." The involved device has been returned and forwarded to the quality analytical lab for analysis and investigation.